Event description:
Adverse event: stroke. Onset of adverse event: during the procedure. Device issue: none. It was reported via trial during a right internal carotid artery stenting procedure, in a heavily calcified lesion, after stent placement, the patient experienced slurred speech. After removal of the filter, the patient developed facial weakness and transient upper extremity weakness. The event was diagnosed as a stroke. Treatment included lovenox, aspirin and plavix. Three days post-procedure, on (B)(6) 2010, with residual facial grimacing and mild dysarthria, the patient was discharged to home with speech and occupational therapy. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all relevant information.